Event description:
It was reported that the cage couldn`t be locked. Locking screw damaged. (No further information) there was a delay of 45 min.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the set screw (or locking screw) was confirmed to be broken by visual inspection. Per the correspondence, the locking screw of the vlift cage was fractured. The cage couldn¿t be locked during surgery due to the damaged cage. According to the surgical technique the set screw should not be backed out more than two full turns and needs to be rotated clockwise and not following these directions may put stress on the screw that will compromise its integrity. The location where the screw was attached has deformation indicating application of a significant force was applied to the screw. Lastly, no anomalies that may have contributed to the reported event were identified upon review of the manufacturing files. Conclusion: it is likely the excessive torque (a user error) led to the set screw breakage. However, not enough information was provided in order to determine the actual cause of the reported event.

Event description:
It was reported that the cage couldn`t be locked. Locking screw damaged. (No further information) there was a delay of 45 min.